Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. One of the connectors was observed to detached from the cord. The detached connector was returned for evaluation. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break; cord" was confirmed. This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure using hemopro2 extension cable, the end of the hemopro extension cord broke off and now the cord is no longer able to be used. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure using hemopro2 extension cable, the end of the hemopro extension cord broke off and now the cord is no longer able to be used. The hospital did not report any patient effects.